Event description:
It was reported that during servicing, the 980 ventilator had a vibrating exhalation valve and failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e. Medtronic personnel reported event to manufacturer on behalf of the customer as event occurred during medtronic field service. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the 980 ventilator had a vibrating exhalation valve and failed the power on self test (post). While the service personnel (sp) was servicing the ventilator, sp heard a knocking noise from the exhalation valve (ev) with the valve plunger stuck and the unit generated several power on self test (post) codes. Sp tried the ev and associated cable replacement but the problem persisted. Hence, sp replaced the direct current (dc)-dc converter printed circuit board assembly (pcba) which corrected the issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection of the returned dc-dc converter pcba found no anomalies. The dc-dc converter pcba was attached to test ventilator for analysis and powered up with post codes. Further analysis identified a faulty capacitor c81. If a failure of the capacitor c81 on dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor c81 on the dc-dc converter pcba. The event is included in the trending and monitoring plan. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.